Event description:
The customer reported that during a procedure the dart separated from the suture line. The physician was able to retrieve the dart and completed the procedure with another of the same device. There was no pt adverse outcome reported.

Manufacturer narrative:
MFR will continue to monitor this issue through trending. The device was not returned and is unavailable for eval. No results are available at this time.